Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of over 500-900 mg/dl and ketones. Customer was treated with insulin injections, and there was no permanent damage to the customer. Customer alleged there was an issue with the pump that caused the elevated bg levels. Tandem technical support performed a pump system check, and the pump functioned as intended. Although requested, the customer declined to upload pump data for tandem technical support review. Reportedly, the customer discussed diabetes management with a health care professional. At the time of the report with tandem technical support the customer was still admitted to the hospital. Multiple attempts were made to follow up with the customer, however, no response was received.